Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, and it was determined that ¿b30 errors¿ were caused by rust in the socket (output-jack). Therefore, communication with the scope has become abnormal due to the rust in the socket (output-jack) resulting in the phenomenon. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source had no image, scope detection not working. And that the electronic connector was probably damaged. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found scope communication error caused by corrosion in socket. Additionally, the lamp¿s lifetime was over. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.